Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: when providing rounding education in the labor and delivery unit, nurse ___ reported that on monday, april 3rd, a gentamycin infusion ¿ which was set up as a secondary ¿ infused rapidly. The nurse noticed that the volume in the primary tubing drip chamber increased along with the volume in the primary bag (lactated ringers). As a result, the nurse concluded that the secondary fluid ¿backed-up into the primary bag.¿ she did not sequester the tubing or device and did not file an incident report because ¿there was a lot going on at the time.¿ the nurse believes (but cannot confirm) that the set used was ref (B)(4). There was no reported patient harm.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "the volume in the primary tubing drip chamber increased along with the volume in the primary bag", the nurse concluded that the secondary fluid ¿backed-up into the primary bag.¿ the customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model 11171447 because a lot number is unknown. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: when providing rounding education in the labor and delivery unit, nurse reported that on monday, april 3rd, a gentamycin infusion ¿ which was set up as a secondary infused rapidly. The nurse noticed that the volume in the primary tubing drip chamber increased along with the volume in the primary bag (lactated ringers). As a result, the nurse concluded that the secondary fluid ¿backed-up into the primary bag.¿ she did not sequester the tubing or device and did not file an incident report because ¿there was a lot going on at the time.¿ the nurse believes (but cannot confirm) that the set used was ref 11171447. There was no reported patient harm.